Manufacturer narrative:
Concomitant medical products: 407652 lead, (B)(6) 2006; 419688 lead, (B)(6) 2010; 97714 pain stim ipg, (B)(6) 2017; dtma1d1 crt-d, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were lead warnings due to a rise to high/undefined in pacing impedance on the right ventricular (rv) lead. In addition, there was a possible loss of capture noted. The lead remains in use. No patient complications have been reported as a result of this event.